Event description:
A healthcare provider (hcp) reported that after intubation, the impedance check showed that it was not good. After switching to a ba ck-up product, it was used without any problem. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, there was no damage in the construction of the device that would have resulted in the reported event. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were red 58 ohms, red [w/white band] have no reading, blue 15 ohms, and blue [w/white band] 73 ohms. When viewed under magnification, there were no cracks in the electrode contacts on the red [w/white band] circuit. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.